Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test. No pump error 35, pump error 37 or pump error 42 noted. Device alarmed pump error 38 during rewind due to corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump receive multiple pump error alarm during the rewind. The customer¿s blood glucose was 300 mg/dl. Customer stated insulin pump was not exposed to high magnetic field. The device will be returned for analysis.